Event description:
It was reported the spyglass catheter separated after the physician attempted to straighten the distal pigtail using the straightener. The event occurred prior to placing the catheter in the patient.